Event description:
It was reported that the procedure was cancelled. The target lesion was located in the inferior vena cava. An angiojet solent omni catheter was selected for use. During the course of the procedure, it was noted the catheter was unable to draw blood when drawing thrombus, and the tip of the catheter was leaking liquid. The procedure was not completed. Due to this event. There was no plan to reschedule the procedure. The patient was sedated with general anesthesia when the issue occurred. There were no patient complications as a result of this event, and the patient was stable post-procedure.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).